Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device identified a complete circumferential tear in the balloon material. The tear was identified at 86mm distal to the proximal touch-up. A microscopic examination of the balloon material and tear site identified no anomalies which could potentially have contributed to the tear. The distal section of the balloon tear including the tip section of the device was not received for analysis. A visual examination confirmed that the shaft was broken at 190mm distal to the proximal touch up. This type of damage is consistent with excessive force being applied to the delivery system. The shaft was severely stretched at the break site and there was clear evidence of bunching along the shaft. The distal section of the break including the distal markerband was not received for analysis. An examination of the proximal markerband identified no issues with the markerband profile. A microscopic examination of the break site showed signs of material resistance. This type of damage is consistent with excessive force exerted onto the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and removal difficulties occurred. The 90% stenosed target lesion was located in a moderately tortuous and a moderately calcified shunt. Following insertion of a non-bsc introducer sheath and crossing of a non-bsc guide wire, a 6.0 x 100, 75cm mustang¿ balloon catheter was advanced to dilate the target lesion using a non-bsc inflation device. However, during 1st inflation at 20 to 22 atmospheres for 10 seconds, the balloon ruptured. The lesion was able to be dilated but there was a part that was not dilated sufficiently. The physician was able to complete the procedure using this device. Upon removal of the device, resistance was encountered and the balloon lost its original shape due to the resistance encountered. And the tip of the sheath was damaged and deformed like an accordion. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture and removal difficulties occurred. The 90% stenosed target lesion was located in a moderately tortuous and a moderately calcified shunt. Following insertion of a non-bsc introducer sheath and crossing of a non-bsc guide wire, a 6.0 x 100, 75cm mustang¿ balloon catheter was advanced to dilate the target lesion using a non-bsc inflation device. However, during 1st inflation at 20 to 22 atmospheres for 10 seconds, the balloon ruptured. The lesion was able to be dilated but there was a part that was not dilated sufficiently. The physician was able to complete the procedure using this device. Upon removal of the device, resistance was encountered and the balloon lost its original shape due to the resistance encountered. And the tip of the sheath was damaged and deformed like an accordion. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).